Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator went into an inoperable condition. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. A service engineer (se) inspected the device and found that the exhalation valve flow sensor (evq) gasket was installed incorrectly. The se re-installed the evq gasket and the unit passed all testing and operated within the manufacturing specifications.